Event description:
The customer stated that she was not able to use coaguchek xs meter serial number (B)(4) since the screen did not appear to be normal. This could lead to a misinterpretation of results. The customer performed a display check of the meter and saw only "111" in the result field of the screen, not the normal "888". It was determined segments were missing from the result field of the display. The customer was able to see some icons, such as "qc", "c", and "%q". The customer did not see the hourglass symbol or "8s" at the top corners of the screen. The customer observed the same abnormal display when the meter was powered on with a test strip. When the meter powered on, abnormal beeping noises were also heard. No adverse events were alleged to have occurred. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause of the contamination of the circuit board was improper handling or maintenance by the customer. There was no malfunction of the device.